Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male patient. Initials unk, with osteoarthritis (kellgren-lawrence grade 4 and no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated the first course of treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, into the left knee. The lot for synvisc was not provided. On (B)(6) 1998. The patient received second synvisc injection. On (B)(6) 1998, the patient experienced synovitis of left knee. The patient also experienced small-moderate left knee effusion and 20 cc of clear yellow fluid was aspirated. It was reported that the patient had no sign of infection. The patient received treatment with intra-muscular dalalone (dexamethasone sodium phosphate) at a dose of 01 cc for the events of synovitis of left knee and left knee effusion. The patient recovered from synovitis of left knee and left knee effusion was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. The causal relationship for the event of left knee effusion was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.